Event description:
It was reported that testing carried out on (B) (6) 2007, showed that electrode channels 1, 10 and 11 had the status hi and a short circuit between electrode channels 2 and 4. This situation became worse over time so that by (B) (6) 2010, electrode channels 1, 2, 7, 9 and 11 had the status hi, only electrode channels 2, 5, 6, 8 and 10 are activated. Electrode channels 3, 4, 5 and 12 are showing high impedance rates. The pt was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.